Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had a hypoglycemic event while driving home. He thought the tandem was getting readings but it was not paired to his phone. It was not giving him warning. He stated it was not a dexcom issue. He began to feel symptoms of low blood glucose and recognized that he was not in a condition to continue driving safely. He pulled over and opened his car door, at which point a bystander approached and offered assistance. Emergency medical responders were contacted and arrived on the scene. Upon evaluation, a manual blood glucose meter reading showed a value of 47 mg/dl and the cgm reading was probably around 60 mg/dl. The primary symptom experienced was confusion, indicating a significant drop in blood glucose levels. Treatment was administered by the responders, who provided the patient with two energy gels to stabilize his blood glucose. After receiving treatment, the patient¿s condition stabilized, and he confirmed that he was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.